Event description:
The hospital reported that during a coronary artery bypass procedure, the hs iii proximal seal failed to deploy. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage. There was a significant amount of blood on the delivery device, inside the delivery tube. There was evidence of blood on the exterior of the loading device. The delivery device was returned outside of the loading device. The tension spring assembly and the anchor tab were inside the tube of the delivery device. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly. The blue slide lock was unlocked and white plunger was depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).